Event description:
It was reported that the device reached unexpected longevity due to possibly early battery depletion. It was also reported that the right ventricular (rv) lead had a possible superior vena cava (svc) fracture due to high impedance. The device was removed and replaced with a new device and the svc coil on the rv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant products: d d154vwc implantable pacemaker cardio/defib, (B)(6) 2008. (B)(4).